Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The hospital call to report the following event: when opening the box during the procedure the blister is completely damaged. Using another device to complete the procedure. Need to re-sterilize the surgical field. No patient impact. Surgical delay of 15min.

Event description:
The hospital call to report the following event: when opening the box during the procedure the blister is completely damaged. Using another device to complete the procedure. Need to re-sterilize the surgical field. No patient impact. Surgical delay of 15min.

Manufacturer narrative:
Product inquiry states the reamer shaft, ao fitting bixcut ø8,0x448 mm (packaging) to be the subject product. No further associated product was reported. Review of the DHR revealed no deviations. The item was documented as faultless prior to distribution. A deviation due to incorrect packaging of the reamer shaft into the cardboard box could be excluded as the found damage shows traces of an impact or contact with another object. The device inspection revealed the following: we received an empty reamer shaft, ao fitting bixcut ø8,0x448 mm (packaging) for evaluation. After unpacking the cardboard box an empty blister packaging with a cracked short side becomes visible and fully stripped tyvek lid. Detailed inspection revealed the cardboard box itself to be in general good condition ; no punctured inner side wall of cardboard box could be verified. Furthermore, an image of the shipping box was requested but not provided. As known from a previous case of pierced blister due to transport damage signs of a punctured inner side wall would have been verified. However, a damage in original condition could not have been verified, which have been possible in this case and would have been best presented the reported case, due to the fact that the packaging was received in already opened condition and with missing device. As known from a similar case it could not be excluded that the blister dropped down during unboxing from a high height. Nevertheless, an exact root cause could not be determined in this case. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.